Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited an out of range impedance measurement. In clinic, impedance measurements were acceptable in both unipolar and bipolar configuration. It was noted that thresholds measurements were consistently high. The patient experienced muscle stimulation with bipolar pacing. No adverse patient effects were reported.